Manufacturer narrative:
(B)(6).

Event description:
It was reported that the device had a primary alarm failure. There was no patient involvement reported during the occurrence of the event. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer reported that the device was showing the message "primary alarm failed." The remote service engineer (rse) advised the customer that the issue could be from speaker one or two. The customer was unable to do further troubleshooting to isolate the fault. The customer was quoted for a speaker assembly to replace the defective speaker.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Per the work order assigned to the device, a speaker assembly was sent to the customer; however, it could not be confirmed if the customer replaced the specified part, and if the issue was resolved. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened and processed accordingly.